Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarm, determined to be caused by door hooks that were out of specification. The door hooks were recalibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. Any patient involvement, injury or medical intervention is unknown.